Event description:
Infected breast. Breast became red and painful, hole appeared on left breast, fluid leaked from breast. On (B)(6) 2018 went to (B)(6), dr (B)(6). He was going to perform surgery, stated it was emergency, that the type of implant can cause a type of cancer. They took many pictures of breast and ordered an MRI of breasts. Insurance wouldn't pay him as he was out of network, contacted dr (B)(6) in (B)(6), and he performed surgery on (B)(6). Removed implants. I still have hole in chest, not had reconstructive surgery and am getting sicker. The hole is draining blood and deposits of some sort, and puss. FDA safety report ID# (B)(4).